Event description:
It was reported that the customer passed away while wearing the insulin pump. The last blood glucose collected at time of death was 216mg/dl. The wife stated that the customer left that morning for his normal routine, and she does not know the blood glucose reading at time of death. It was stated that the day before passing he went to a friends and helped with chores. On the way home he had low blood glucose and totaled his car. The customer did not go to the hospital for the low glucose and his wife took care of him. The next day, he left the house in the morning and was walking near the area he crashed his car the day before and collapsed, the customer could not be revived. The wife stated that her husband went to the cardiac doctor the week before his death and he was advised to have his aortic valve replaced this year. It was stated that last year, he had a stent put in his heart, but up until the low blood glucose and the car crash he was okey. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.